Event description:
In the middle of pt therapy there was a broken fiber (blood leak). The frequency of the event was reported as 39 and the incidents occurred during the 2nd to the 4th use of the dialyzers. New disposables were used to continue the pt treatment without incident and no further info was provided. These are single-use dialyzers that had been preprocessed and reprocessed. A manual processing system was used - the following steps occurred (order unk): blood side rinse, dialysate side rinse, reverse uf step done and post reverse uf blood side flush/reinflation done. The chemical used was hydrogen peroxide. The headers were removed and a disinfection was performed.